Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Reportedly, smart device operating system was not a supported system. Data was provided for evaluation. Loss of connection was confirmed. No root cause analysis was performed as signal loss was within specification. No additional event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.